Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had revision surgery to move her implantable neurostimulator to the other side because her device was not working. Add'l info has been requested, but was not available as of the date of this report.